Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported via reply card, that during an intraocular lens (iol) implant procedure, the iol was inserted and removed. Additional information was provided by a nurse/coa/director of nursing, that the iol was removed due to a scratch on the optic. The procedure was completed the same day. The cause of the event is unknown. There was no patient harm and the patient's prognosis is good.